Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 0 ohms and greater than 200 ohms, and noise on the shock channel. It was noted that the lead was fractured from clavicular crush. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that the lead was explanted and replaced. No additional adverse patient effects were reported.